Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's basal rate settings changed without user input. There was no reported impact to the customer¿s blood glucose. Review of the pump data logs by tandem technical support verified that the basal rate settings remained constant and had not changed. Reportedly the customer continued to use the pump for insulin therapy.